Event description:
It was reported that inappropriate shock was delivered in the conditional zone when it comes to this device due a fast atrial rate. Technical services (ts) discussed performing an in office follow up and to run automatic set-up or manual set-up and re-enable smartpass. Ts also discussed storing a new template and evaluating the signal to assure the most appropriate vector is programmed. Additional information noted that automatic set-up took place where the device chose the secondary vector and smartpass was enabled. The field representative also noted that they increased the conditional zone of this device to account for the fast atrial fibrillation rate. Further additional information noted that the patient was seen at a follow up where two inappropriate shocks were delivered due to t wave oversensing. The device reprogrammed back to the primary vector and postural maneuvers were performed. Postural maneuvers did not show t wave oversensing. Ts reviewed the case and noted that reprogramming the device back to the primary vector was a good plan for this patient. Ts also noted that the secondary vector showed a significant different in signal morphology but it was not possible to know what caused the change. No further changes were made. At this time the device remains implanted. No adverse patient effects were reported.